Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was walking and felt popping sound and pain.

Manufacturer narrative:
An event regarding a revision involving an mrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant. Device history review: DHR review was not performed as the lot ID provided is not valid. Complaint history review: chr review was not performed as the lot ID provided is not valid. Conclusions: the reported event cannot be confirmed with the limited information provided and without evaluation of the device. Further information such as x-rays, operative reports, patient history, follow-up notes and device evaluation are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
It was reported that patient was walking and felt popping sound and pain.